Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device expulsion ("expulsed essure coil from the right tube") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of perineal pain, parity 3 (3) and multi gravida (3) in 2021, pregnancy and abortion in 2013 and urinary tract infection in 2007. Concurrent conditions were listed as menorrhagia and pelvic pain since 2021. The only concomitant product mentioned was mirena (levonorgestrel). On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced device expulsion (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus, hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device expulsion to be related to essure administration. The reporter commented: date discrepancy noted in drug explant date (B)(6) 2021 and (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: gross description: received in formalin and labeled with the patient's name and "uterus, cervix, bilateral tubes, iud, essure" is a 101 gram intact uterus with attached cervix and bilateral detached unoriented fallopian tubes. The first purple-pink unoriented fimbriated fallopian tube is 5.0 cm in length by 0.5 cm in diameter and is grossly unremarkable. The second fallopian tube has a portion of essure coil extending from the proximal end. Additionally free floating within the container is a segment of essure coil with a scant amount of attached soft tissue. Also within the container is a 3.1 x 3.1 cm white t-shaped intrauterine device with up to 5.0 cm of attached suture material. [Pregnancy test] on (B)(6) 2021: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical record received. Event medical device removal is replaced with event device expulsion. Medical history, lab data added, reporter added, drug explant date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("expulsed essure coil from the right tube that was in the omentum") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of perineal pain, parity 3 (3) and multi gravida (3) in (B)(6) 2021, pregnancy and abortion in (B)(6) 2013 and urinary tract infection in (B)(6) 2007. Concurrent conditions were listed as menorrhagia and pelvic pain since (B)(6) 2021. The only concomitant product mentioned was mirena (levonorgestrel). On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criterion intervention required). Essure was removed on (B)(6) 2021. The patient was treated with surgery (hysterectomy - uterus, hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: date discrepancy noted in drug explant date (B)(6) 2021 and (B)(6)2021. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: gross description: received in formalin and labeled with the patient's name and "uterus, cervix, bilateral tubes, iud, essure" is a 101 gram intact uterus with attached cervix and bilateral detached unoriented fallopian tubes. The first purple-pink unoriented fimbriated fallopian tube is 5.0 cm in length by 0.5 cm in diameter and is grossly unremarkable. The second fallopian tube has a portion of essure coil extending from the proximal end. Additionally free floating within the container is a segment of essure coil with a scant amount of attached soft tissue. Also within the container is a 3.1 x 3.1 cm white t-shaped intrauterine device with up to 5.0 cm of attached suture material. [Pregnancy test] on (B)(6) 2021: negative quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal review, "event device expulsion was updated to device migration". No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2223 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2223 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.